Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. Device was received with cracked select button keypad overlay. The p-cap locks properly into place. No physical damage to the reservoir retainer noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged at reservoir lip ring. The customer¿s blood glucose level 101 mg/dl. The insulin pump will be returned for analysis.